Event description:
Customer reported the misidentification of multistix 10 sg as multistix pro 10 lb on the instrument with a pyridium sample. There was no report of injury for this event.

Manufacturer narrative:
Customer has been informed not to run abnormally colored urine samples on instrument particularly pyruvate/pyridium samples. As per reagent IFU: substances that cause abnormal urine color may affect the readability of test pads on urinalysis reagent strips. These substances include visible levels of blood or bilirubin and drugs containing dyes (e.g., pyridium, azo gantrisin, azo gantanol), nitrofurantoin (macrodantin, furadantin), or riboflavin. Customer has been sent software version 2.4 which will trigger error code (e50) instead of misidentification.